Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: : observed broken device through microscopic inspection assessed as fold flaw opening and surgical damage, observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. - implant pain: unable to observe through visual inspection as it is a physiological phenomenon. - anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. - depression: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non-penetrating nick, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient representative reported ¿patient experienced strong pain, deformation, depression, anxiety, and rupture". Device was explanted. This relates to the left device.

Event description:
Patient representative reported ¿patient experienced strong pain, deformation, depression, anxiety, and rupture". Device was explanted. This relates to the left device.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-15233. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.